Event description:
The customer called and reported experiencing low blood glucose in the range of 40 to 50 mg/dl. Customer was treated with juice and glucose gel. He declined to troubleshoot for low blood glucose, stating he was walking on vacation and may not have eaten enough. The device will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report 2032227-2015-24234 regarding this event.